Manufacturer narrative:
On 01-september-2023 final report, philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up. According to the information provided, the system was not in clinical use when the issue occur. Functional testing determined that no activity on hard drive on the host computer. Fse replaced the hard drive in host computer and restored ghost image of hard drive and performed a create image data base. After replacement of the hard drive in host computer, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura xper fd20 system indicated an error message that it could not connect, and that the system would not boot up. No harm had been reported. Upon evaluation, the host pc and hard drive were replaced to return the complaint device back to functionality. Philips has started an investigation of the complaint.